Event description:
It was reported that the "tooth" on the grasper fell off into a pt. Dr. Did not notice until after the surgery was over and the pt was stitched up. When they did realize, they had to use a c-arm to find the piece in the pt. They scheduled another surgery that took approx 30 minutes to locate and remove the tooth. About a week later the same thing happened, except that the dr was able to remove it right away. Both of these graspers were over a year old.

Manufacturer narrative:
The jaws of this instrument were redesigned to result in stronger more robust teeth and cross sections. The heat treat process in the shear pin of this instrument has also been modified to ensure that if a failure is to occur, the failure mode will be a shear pin break. The unit attached to this complaint was manufactured before the changes were implemented. No further corrective or preventative actions are required at this time.